Event description:
Upon receipt of the device, the user reported that a hematocrit saturation color chip failure occurred. Since the event occurred out- of-box, there was no patient involvement during this event.

Manufacturer narrative:
No patient involvement during this event. H3: evaluation in progress, but not yet concluded.